Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during the procedure, the filter allegedly failed to expand. There was no reported patient injury.

Event description:
It was reported that during the procedure, the filter allegedly failed to expand. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular denali filter kit was returned for evaluation. Dilator, pusher catheter, introducer sheath, filter storage tube, touhy-borst adapter and filter were received. The filter was received in a specimen cup. It appeared deployed with no legs crossed. Skiving was noted to the storage tube due to deployment of the filter, no bowing noticed. Based on the findings, the investigation is inconclusive for the reported activation failure including expansion failures as no functional testing performed due to the condition of the device. A definitive root cause for the reported activation failure including expansion failures could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.